Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device was used for twenty minutes and they laid it on the drape and burnt the drape and also the patient received a minor burn. There was no treatment required for the burn. A second device gave an error code five and the sales rep. Had the customer activate it in water to break up the build up and the wiped it with a gauze four by four and the tip broke off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time